Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an 11.5mm icm115v4, -14.5 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2013. Low vault was reported and the lens was removed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found lens was within specification. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was torn. Work order search: no similar complaints were reported for units within the same lot. Corrected data: the reporter indicated that the surgeon implanted a 11.5mm icm115v4, -14.5 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. Low vault was reported and the lens was removed on (B)(6) 2015. (B)(4).